Event description:
Baxter received a report that an intermate leaked after patient use. The facility reported that the device they received from the hospital had leaked into the "ziplock baggies" which were used to contain the device during transport. The blue winged luer caps were noted to have been loosely attached to the distal end luer lock. The device was filled with a 50-ml solution of clindamyacin at a concentration of 2.4 mg/ml in saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted